Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the tip of the device broke off in to patient cavity. The broken piece was found and retrieved by the surgeon. No patient injury.